Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer customer tried to set the device to the retractor, but it was unable to set. A competitor¿s device was opened and used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). Re-investigated on (B)(6) 2018: as per the complainants request the acrobat-I stabilizer and the retractor blade were re-evaluated. Two analyst re-evaluated the returned devices. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Blood was observed on the stabilizer and the retractor blade. No visual defects were observed on the stabilizer and retractor blade. A mechanical evaluation was conducted. The stabilizer was assembled onto the retractor blade by sliding the stabilizer base onto the rail and locking the lever. Upon observation the lever was able to lock, however, the stabilizer was not secured on the retractor blade while in the locked position. The stabilizer was able to move up and down the blade with no difficulties while in a locked position. Based on the evaluation the complaint is confirmed for the analyzed failure mode "mechanical issue; locking mechanism".

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer customer tried to set the device to the retractor, but it was unable to set. They attached the device onto the blade and then, locked the locking lever. However, the device was still movable on the blade even though the locking lever was on the locked position. A competitor¿s device was opened and used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). Engineering investigation: we loaded the complaint unit onto a maquet blade, and it was confirmed that the device could be pushed across the blade surface when the unit¿s lever was locked, where the unit is not supposed to do this when locked in place. We compared the complaint unit to a separate device which was able to repeatedly lock and unlock onto the blade, and, what was observed was, when the device lever was locked, there was still a bit of looseness with the green/mobile jaw of the device, where, on the good unit there was no looseness. Visually analyzing the two units (complaint unit against good unit) showed there to be a difference in the location of the cam tooth lock component. The lever and jaw assembly was removed from the housing of the complaint unit, and, it was confirmed that the complaint unit was missing the two compression springs that are typically located at the base of the cam tooth lock/inside of the jaw. Based on what was found, it appears that the compression springs were not placed onto the lever/jaw assembly during build of the unit. An operator retraining was requested.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer customer tried to set the device to the retractor, but it was unable to set. They attached the device onto the blade and then, locked the locking lever. However, the device was still movable on the blade even though the locking lever was on the locked position. A competitor¿s device was opened and used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the stabilizer knob as well as the returned retractor. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto the retractor blade, which was returned with the acrobat, by sliding the stabilizer base onto the rail and locking the lever. There were no difficulties in connecting the acrobat to the retractor blade. There were no difficulties in locking the lever once the acrobat was attached to the retractor blade. There were no difficulties when unlocking the lever, and removing the acrobat from the retractor blade. Based on the returned condition of the device, and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer customer tried to set the device to the retractor, but it was unable to set. A competitor¿s device was opened and used to continue the procedure. No patient injury was reported.